Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case, cracked case-corner of belt clip rails and cracked battery tube threads.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. Customer was treated with bolus and insulin shot. The customer reported that there was crack on side of battery compartment. Troubleshooting was performed. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.